Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a large pneumothorax. Upon waking up, the patient complained of dyspnea. The pneumothorax was discovered via chest x ray and a chest tube was placed to address it. The target nodule was in the right middle lobe, medial segment and about 1 centimeter in size. The patient required 3 days of hospital stay, then was subsequently discharged home. The physician reported that the pneumothorax was not ion related but rather was attributed to the biopsy of a subpleural nodule with pleural violation.